Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had his hip replaced by surgeon on (B)(6) 2020. According to surgeon this patient did well after surgery and came in on (B)(6) 2020 for a post-op follow up visit at his office. Surgeon took notice that the patient's wound looked red and irritated. The patient's crp rate was elevated which indicated an infection. Surgeon scheduled the patient for an I&d of his hip, performed a thorough debridement, explanted the hip ball and liner and implanted a new hip ball and pinnacle liner while leaving the acetabular screws, augments, and hip stem implanted. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: right hip.